Manufacturer narrative:
Additional narrative: examination of the returned instruments confirmed the complaint; the flex reamers fractured at the most distal section of the flex pattern. A previous metallurgical investigation found that the fracture was due to low-cycle, high-stress fatigue. There were no inclusions or other material defects that could have contributed to the crack initiation or propagation. The reamers were being used in a method inconsistent with the surgical technique. The reamers were being utilized as the primary tool for bone removal in the canal. The actis flex reamers are not designed to be the primary means of bone removal in preparation for implantation. A health hazard evaluation (B)(4) was conducted on (B)(4) 2016. The review team recommended the escalation of this issue to the quality review board (B)(4) based on the potential of future patient harm. Depuy orthopaedics issued a voluntary recall for all lots of the actis® flex reamers due to the instruments breaking and potentially leaving pieces in the patient. A recall notice was sent to all avps, distributors, and office managers on (B)(4) 2016. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The puzzle piece on the most distal portion of the actis reamer fractured during surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been complete.